Event description:
It was reported that a patient experienced a hernia recurrence approximately 18 months after recurrent ventral hernia repair withovitex. Upon re-operation it was noted that the device appeared to have torn away from the suture fixation on the perimeter of the device.

Manufacturer narrative:
The IFU states that a potential complication for surgical repair of hernias (with or without surgical mesh) could be hernia recurrence. The patient has a previous history of hernia recurrence. Further, it was reported that the patient returned to physical activity before the physician recommended date which may have also caused or contributed to this hernia recurrence.aroa's DHR review has confirmed that the devices in the applicable lot (ert-9l08) were produced in accordance with the established manufacturing procedures, with all process specifications satisfied. We also note that without direct assessment of the surgical site, it is not possible to determine whether the suture tore through the patient's tissue or the ovitex device.